Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported not recognizing open door, which was reproduced during evaluation. A review of the event history log identified not recognizing open door. Visual inspection found the cause was a damaged upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced not recognizing open door. There was no patient involvement. No additional information is available.